Event description:
During a CT scan, an extravasation of approximately 120cc occurred in the pt's left antecubital vein. An extravasation detector system (xds) was reportedly in use during the procedure and the site alleged that the extravasation was not detected. The pt did not require any medical or surgical intervention as a result of the extravasation.

Manufacturer narrative:
Medrad service went to the site to perform a system check of the xds. Testing of the extravasation detector's scan room module determined that the product did not pass all functional testing. Additional applications training was offered to the hosp, but they declined.